Event description:
It was reported the system displayed an interlock failure, and the c-arm was stuck in the boot process. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power plug was repaired and the generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.